Event description:
A malfunction alarm was reported by the customer, and it was identified as malfunction code malf 3. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer reverted to using an alternative method of insulin delivery.